Manufacturer narrative:
Correction: h6 clinical code and component code. Additional information: h6 problem code.

Manufacturer narrative:
Correction: h6 investigation conclusions.

Manufacturer narrative:
H3: the most likely cause for the revision is prosthesis wear as reported. A contributing factor to the extent of wear on the device may be the result of being packaged in a non-conforming bag for more than 5 years.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 problem code and investigation findings.

Manufacturer narrative:
H3: pending investigation. D10: 4571317 02-010-03-0310 - logic cr,1 4744858 02-012-45-1010 - logic fit.1f/1t 862336 tn190-119-05 - m-class 19x1.19x105 862363 tn193-119-90 - m-class 19/13x 1.19x90mm.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient presented complaining of knee swelling and pain, and the surgeon diagnosed wear of the tibial insert. The patient was revised on an unknown date. Breakage and wear was observed in the retrieved tibial insert. No metallosis was found. There was no problem with the locking mechanism of the tibial tray. All proliferative tissues were removed and only the insert was replaced. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.